Manufacturer narrative:
B3: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of hematoma, thrombosis, occlusion and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The article noted off label use of two of devices applied at 90-degree angels in femoral acess sizes ranging from 12 ¿ 24 f. It should be noted that the perclose at instructions for use (IFU) states: the perclose at 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The precaution section 6.0 states: do not insert the smc device into the femoral artery at an angle greater than 45 degrees to the longitudinal plane of the artery. It is unknown if the IFU violations contributed to the reported details. Literature title : total percutaneous endovascular aneurysm repair with the dual 6-f perclose-at preclosing technique: a case-control study.

Manufacturer narrative:
Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : total percutaneous endovascular aneurysm repair with the dual 6-f perclose-at preclosing technique: a case-control study.

Event description:
It was reported through a research article identifying perclose at that may be related to the following: off label use, hematoma, difficult to insert, failure to achieve hemostasis, entrapment of the knot pusher and re-occlusion which may result in manual compression, surgical sutures, additional closure device, hospitalization and thrombectomy. Specific patient information is documented as unknown. Details are listed in the article, titled "total percutaneous endovascular aneurysm repair with the dual 6-f perclose- at preclosing technique: a case- control study".